Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The preliminary evaluation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.